Manufacturer narrative:
Device failure occurred, but did not caused or contribute to a death or serious injury. The lead product analysis results and evaluation codes were inadvertently previously reported in MFR. Report # 1644487-2013-02022. This report will now house any further information regarding the lead break.

Event description:
Analysis of an explanted lead was completed and identified a lead discontinuity. Abraded openings were noted at the lead body in the outer tubing and the inner silicone of the positive coil tubing. Also, a suspected coil break was identified at the end of the positive coil of the returned lead portion. Scanning electron microscopy images of the positive coil end show that pitting or electro-etching conditions have occurred at the end of the positive coil. The exact reason for this condition is unknown. Due to metal dissolution the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The information was inadvertently previously reported in MFR. Report # 1644487-2013-02022. Further follow-up revealed that high impedance was not observed prior to the explant procedure. There was no patient manipulation or trauma that could have caused or contributed to the lead break. No x-rays were taken. The surgeon indicated that the device was not interrogated during the surgery and that the lead was intentionally cut during removal.